Event description:
It was reported that the transmitter was overheating. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Patient shared that he is feeling something heating up in his skin mostly twice a day with the wearables when it was reading.